Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284drg implantable cardioverter defibrillator - implanted: (B)(6) 2010; 694758 implantable tachy lead - implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient heard their device start to make "high-low" beeps. The paramedics were called and the paramedic reported that the patient's hr (heart rate) was in the sixties and that there was no pacing. The device and leads remain in use. No patient complications have been reported as a result of this event.